Manufacturer narrative:
Reported: 02aug2021.

Event description:
The customer has a v60, and it has a check vent alarm led failed error. The customer reported that the unit was in use on patient, but no patient harm reported. The unit was swapped out. No delay in therapy reported. The biomedical engineer contacted product support and reported error code 1105 in the significate log. Product support recommended power switch overlay. The biomedical engineer replaced the power switch overlay to address the reported problem. No further issue reported.